Event description:
Customer reported via phone, the insulin pump fell in the pool, she dried it immediately after, and it seemed to be working. In morning she was having high blood glucose of 481 mg/dl. Last blood glucose was 392 mg/dl. Customer felt little nausea. Customer bloused for high blood glucose and ate oatmeal. Troubleshooting was performed and it was found the drive support cap was normal. The device passed high pressure test. Customer was advised to follow up with her doctor. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.